Event description:
The following has been reported: "air bubbles in tubing". On 09may2023, the part was received back at fk brezins (vial) where it was confirmed that the air sensor was defective. Reporting due to the referenced issue. There was no communication regarding patient involvement/adverse effects. More information is needed to complete the investigation.